Manufacturer narrative:
The customer biomed has advised that he rechecked the parts inside the compressor to be sure they were in correctly. He confirmed the parts were correctly in and replaced the compressor head back on and it worked. All functional and safety tests were passed and the cs300 is up and running. The unneeded parts have been returned to manufacturer. No further investigation is required. Updated fields: b4, g4, g7, h2, h6, h10.

Event description:
It was reported by a trained biomed that the cs300 intra-aortic balloon pump (iabp) was having low vacuum issues. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement; however, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they replaced safety disk and it passed sd test. The biomed engineer then replaced 2500 pm kit but reported that still having low vacuum issues. (B)(6).

Event description:
It was reported by a trained biomed that the cs300 intra-aortic balloon pump (iabp) is having low vacuum issues. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.